Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not possible. Review of the system log file showed that geometry errors- enable movement voltage (enmv) was high at startup as a result of this, motorized movements were not available. Upon functional testing, the fse found that the defective geo module. The fse replaced the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that the geometry movements were not possible. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.